Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came into the hospital by ambulance. The ambulance staff reported a heart rate of 30 for a period of time. It was further reported that the device was interrogated and only one fast atrial and ventricular episode were detected or stored on the device, and the question was posed why more episodes were not stored. Follow up indicated that the rate reported from the ambulance was not the true rate, and the device was noted to be working appropriately. Noise was also reported but was indicated as unchanged. The device remains in use. No patient complications have been reported as a result of this event.